Event description:
The oticon medical representative reported a loss of communication, "impossible to perform impedance measurement using different accessories, and using oticon medical reference and new accssories". Awaiting information.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti cla remains implanted. Awaiting information. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).